Event description:
It was reported that a request for analysis was sent to technical services (ts) after the patient had two episodes while running totaling six shocks. Possible undersensing of a ventricular fibrillation (vf) was noted as well as an inappropriate shock. The patient did not have syncope but noted they saw a light while conscious. The device was reprogrammed with smartpass enabled due to low amplitudes, and no noise was seen upon manipulation of the system. A review by ts noted a review of the treated episodes showed appropriate shock except a possible inappropriate shock delivered in one episode. Ts discussed changes in morphology as well as changes in the baseline as a reason that sensing and detection was being affected. Ts discussed that the alternate vector to be the best for this patient even if minor noise was seen. The system was subsequently explanted and replaced with a transvenous system. The system will not be returned. No additional adverse patient effects were reported.